Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following an angioplasty, the tr band with stat seal in place deflated and was removed by the day shift nurse at approximately 1915h. A large hematoma was noted by buddy nurse between 1930 and 1945h. Manual pressure was held for 15-20 minutes before the site was soft again. Within 30 minutes the hematoma was returning. Cath lab staff on unit dropping off another patient came to assess and applied a new tr band. Per their advice, tr band should be left on (deflated) for 6 hours. No blood loss was reported.